Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons need to pressed multiple times. Piece was broken off from back of insulin pump. Chip was missing from retainer ring. Insulin pump received unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a scratched case, a cracked keypad overlay, a missing display window cover, a broken belt clip rails, a cracked case-corner of belt clip rails near the battery compartment, a pillowing keypad overlay and a keypad overlay texture damage. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. No missing or broken reservoir retainer ring was found during visual inspection. No unexpected occlusions or insulin flow blocked alarm during testing noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).